Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that lead damage was suspected, but not confirmed, on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.